Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2015, a 29mm epic valve was implanted in the mitral position, and a 21mm trifecta valve was implanted in the aortic position. In (B)(6) 2022, the patient presented with complaint of dyspnea and fatigue for about a year, and an echocardiogram showed two failed protheses were seen. On (B)(6) 2022, both valves were explanted and replaced. A new epic valve was implanted in the mitral position, and a new trifecta gt valve was implanted in the aortic position. The patient was reported to be stable.

Event description:
It was reported that on (B)(6) 2015, a 29mm epic valve was implanted in the mitral position, and a 21mm trifecta valve was implanted in the aortic position. In (B)(6) 2022, the patient presented with complaint of dyspnea and fatigue for about a year, and an echocardiogram showed two failed protheses were seen. On (B)(6) 2022, both valves were explanted and replaced. A new epic valve was implanted in the mitral position, and a new trifecta gt valve was implanted in the aortic position. The patient was reported to be stable. Subsequent to the previously filed report, additional information was received that the 29mm epic mitral valve had regurgitation and a hole in one of the leaflets. The 21mm trifecta aortic valve had regurgitation, and there was a torn valve cusp close to the stent post and some calcification was seen. The patient had a prolonged stay in the intensive care unit (ICU) due to cardiogenic shock following the double valve replacement surgery. The patient has since recovered and has been discharged home.

Manufacturer narrative:
Explant due to regurgitation and upon explant torn cusp and calcification was reported. He investigation found fibrous thickening on all leaflets. There was calcification noted on leaflet 1. Circumferential fibrous pannus ingrowth was observed on the inflow surface. Leaflet 3 contained a tear. There was no acute inflammation present. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported incident could not be conclusively determined; however, the calcification and fibrous pannus ingrowth noted had the potential to induce increased stress on adjacent leaflets and create an unbalanced stress relief distribution between all leaflets during coaptation, leading to leaflet tears and reduced durability. Medical device problem code: code 2993 removed.